Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. During system check with tandem technical support, the root cause could not be determined because customer did not have room temperature available to complete troubleshooting. Reportedly, customer will change pump supplies to address the issue. Customer's blood glucose was 90-119 mg/dl at time of event.